Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer responded and indicated the product will not returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.